Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted:(B)(6) 2007, explanted: (B)(6) 2015, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, explanted:(B)(6) 2015, product type: catheter. (B)(4).

Event description:
A healthcare provider (hcp) reported that the patient was receiving baclofen with concentration 3200 mcg/ml and fentanyl with concentration 3200 mcg/ml via their implanted intrathecal pump. The "old" dose of baclofen was 1897.8 mcg/day and the old dose of fentanyl was 1897.8 mcg/day. The current dose of baclofen was 2045.2 mcg/day and the current dose of fentanyl was 2045.2 mcg/day. The "old" dose was clarified as having been the dose before it was raised on (B)(6) 2015. The indication for use regarding the pump was intractable spasticity. The patient was brought to the hcp's facility because of a suspected pump failure and catheter leak; the date of the event was "august 2015". The hcp described "high residuals" and stated that the entire system was replaced on (B)(6) 2015. No symptoms were mentioned at the time of the report regarding the suspected pump and catheter failure. Additional information requested included the following: type/manufacturer of baclofen, drug therapy dates, drug lot number, other medications the patient was receiving at the time of the event, patient's medical history, troubleshooting and actions performed including results, clarification of pump and catheter issue and cause of the issue.